Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had issue while using fingerprint to log in. The technical support specialist (tss) requested the end user to reset the fingerprint, as no other users were experiencing issues. It was decided to monitor if the reset resolves the problem. The tss noted that hospital it may need to be engaged to investigate why the domain is not updating or returning the correct fingerprint. Since there is no response from the end user, the tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had problem when the customer using fingerprint to log in. A customer had reported that a user was unable to access medication due to a malfunction, which was impacting patient care. There were no adverse events or injuries reported based on this event.